Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose level was 56 - 76 mg/dl.